Manufacturer narrative:
Add'l info has been requested and if rec'd will be submitted on a supplemental report.

Event description:
It was reported that "the sleeve pistoned on the trunnion. As a result, the head dissociated from the stem after surgery in recovery. Revised to a bipolar on the same day."